Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a pump alarm resulting in the cessation of insulin delivery. During troubleshooting, pump error 130 was confirmed in the alarm history. Customer was not able to successfully complete troubleshooting, as the pump would not move past the load stage. Customer also reported a bent infusion set cannula upon removal of the infusion set. Customer's blood glucose level was 217 mg/dl at the time of the incident. Customer treated the elevated blood glucose level with a manual injection of insulin. The pump is expected to be returned.